Manufacturer narrative:
Product complaint # (B)(4) investigation summary according to the information received, ¿it was reported that the item- 200015005 - threads chipped. The issue was observed during surgery with delay. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue. All available information has been disclosed. No further information was provided¿. The product returned to medtech orthopaedics for evaluation. The medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis revealed that the distal threaded tip was cross-threaded. No other defects nor signs of breakage were observed. The observed condition of the device is consistent with a random component failure, potentially caused by exposure to unintended mechanical stresses. These may include impact forces when the device is not fully threaded, excessive usage, prying motions during assembly, or overtightening while the device is assembled off-axis. A dimensional inspection and functional testing were not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the kincise 1 emphsys strght impct would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: added: d9 corrected: h3.

Event description:
It was reported that the threads on the device are chipped. The issue was observed during surgery with delay. There were no reports of injuries, medical intervention or prolonged hospitalization. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.